Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had over delivered the medication and the device event history log states syringe plunger not in place. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Customer response received (B)(6) 2022 via email: event occurred while in use with patient, no injury or medical intervention was reported, did not receive any medical treatment, patient information updated, relevant tests/history/lab data/ pre-existing conditions - liver transplant rejection. Event is resolved, concomitant medical products and therapy dates not relevant. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.